Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoracic. According to the reporter: the pt experienced bilateral soft tissue emphysema in chest wall and neck. The surgeon indicated that the device was possibly related to the event. The event required initial or prolonged hosp stay.